Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and several pockets in drawer were not detected on bus. A field service engineer noticed that the station had not been rebooted for several weeks, confirmed that the latest station firmware was already applied. Contacted the customer, attempted a shutdown, waited five minutes, and restarted the station. Verified that all sub drawer pockets were back on the bus. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer several pockets were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.